Event description:
The iab failed. Th is was the only info at the time of the rpt. The following was rpt'd on 5/20/97: the balloon leaked as evidenced by brown-red fluid accumulation in helium tubing. As a result of the event, the pt required extensive operative/interventional radiology exploration. The pt was stable on 5/1/97 and will require rehabilitation post discharge. Event complications: unk - rpt'd 5/1/97; operative/interventional exploration. Pt current status: stable on 5/1/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.